Event description:
During catheter set up for ablation of a slow pathway, the se portion of the ablation catheter was not recognized by the ensite amplifier which caused a delay in procedure. The catheter was disconnected and reconnected, the system was restarted, and presets were removed; however, the issue persisted. The catheter was replaced with another tactiflex with a different lot number which did not resolve the issue. A non-abbott (biosense webster celsius) ablation catheter was used to complete the procedure without consequence. The issue was determined to be due to not loading the ensite-tfm-3.0.2 software during the recent software upgrade for pfa visualization.

Manufacturer narrative:
Abbott is unable to evaluate the product involved in this incident based on the information received. The cause of the reported event involving the catheter was not being recognized and subsequent delay could not be conclusively determined. However, it was reported the issue was determined to be due to not loading the ensite-tfm-3.0.2 software during the recent software upgrade for pfa visualization. The product does not have a lot number, therefore the primary di number is provided (d4), but full UDI information is not available.